Event description:
It was reported that the patient had a csf leak and a seroma. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue but none was available. The patient underwent a blood patch and device explant. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.